Manufacturer narrative:
Investigation details: the visual inspection shows that the c-ring tubing was broken and still inside of the cannula. This does not appear to be adhesive related. The complaint is confirmed.

Event description:
The hospital reported that during prep for an endoscopic vein harvesting procedure, when the device was taken out of the package, the c-ring was noticed to be broken. Another unit was opened and used to complete this case. No pt complications were reported.